Event description:
The manufacturer received information alleging,visualization of particles that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the for investigation. The internal and external aspect of the device was inspected and no contamination was observed in the device. Damaged buttons were observed on the upper encloser of the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device.